Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain and rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as an unidentified (tear) opening."

Event description:
Healthcare professional reported left side pain as well as rupture. Device has been explanted.

Event description:
Device has been explanted.